Event description:
It was reported that the left ventricular lead had high thresholds. During the procedure to replace the lead, it was inadvertently moved to a position that much improved the threshold readings, and so the physician decided to keep this lead. It was further reported the during the replacement procedure, the lead that was initially attempted dislodged after placement. The lead was not used, and the original lead was reconnected to the device. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.